Manufacturer narrative:
Evaluation summary continued: the distal conductor of the lead developed a fracture due to flexing while in vivo; distal segment re turned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data was collected from the device and was analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Lead failure predictor triggered for lead impedance and v-sics and nsts. 15 nst episodes with v-v intervals <(><<)> 220 ms on (B)(6) 2016. 481 v-sics since last session 13.7 hours ago. 4 inappropriate shocks delivered on (B)(6) 2016 due to non-physiologic oversensing. Concomitant medical products: 419688 lead, implanted: (B)(6) 2013; (B)(4).

Event description:
It was reported that the patient received four inappropriate shocks due to intermittent noise on the right ventricular (rv) lead. A lead integrity alert (lia) triggered due to sensing integrity counts (sics) and nonsustained ventricular tachycardia. Therapies were turned off, and the rv lead was later removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.